Event description:
It was reported that the unit does not recognize the pads when trying to perform the operational check. There was reportedly no patient involvement.

Event description:
It was reported that the unit does not recognize the pads when trying to perform the operational check. There was reportedly no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.